Event description:
It was reported that during a recanalization procedure, device allegedly had an activation problem. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq catheter was returned for evaluation. Sample appeared to have residue throughout. Upon functional evaluation, the power cable was then connected to the bd iq recanalization system and screen read "cannot identify device. The device was noted to have a nick in the ribbon. Therefore, the investigation is inconclusive for the reported activation problem and confirmed for the identified connection issue and material cut issues. A definitive root cause for the alleged activation problem and the identified connection issue and material cut issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq catheter was returned for evaluation. Sample appeared to have residue throughout. Upon functional evaluation, the power cable was then connected to the bd iq recanalization system and screen read cannot identify device. The device was noted to have a nick in the ribbon. Therefore, the investigation is confirmed for the reported connection issue and the identified material cut issue. A definitive root cause for the alleged connection issue and the identified material cut issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2023), g3. H11: b5, h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a recanalization procedure, the device allegedly had a connection problem. The procedure was completed using another device. There was no patient contact.